Event description:
The reporter stated, the haptic of a competitor's lens was broken using an msi-pf injector, an mtc-60c fp cartridge and a foam tip plunger. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: results - an injector lot number search was performed and five similar complaints found. A cartridge lot number search was performed and four similar complaints found. A foam tip plunger lot number search was performed and no similar complaint found.